Event description:
Clinical specialist (cs) reported a patient that was admitted to the hospital due to feeling withdrawal symptoms. At the patient's refill appointment, an underinfusion volume discrepancy was observed. The expected volume was 4.1ml and the actual aspirated volume was 10ml. A catheter dye study was performed, which indicated that the pump was failing. The patient had complained of unrelieved pain and nausea. The patient's pump was later replaced.

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: complaint-(B)(4).

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump wasperformed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Visual inspection of the pump did not find any anomaly with the pump's exterior. Operation of the pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.300 mg with a 1.00 mg/ml concentration over 16 minutes was programmed with a programmer. The pump was able to prime at ambient temperature, but not at 37°c. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c for 1 day. The dispensed volume was 0.0 ml (0%) of the expected volume. This does not meet the design specification. This behavior is indicative of a pump that may fall under the scope of CAPA 00065. Continued analysis will be required to determine the root cause of the issue. Internal complaint number: (B)(4).